Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient was hospitalized but declined to provide any information about the event. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On (B)(6)2026 the patient was hospitalized but declined to provide any information about the event. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.